Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. Two medical images were provided; therefore, the image review is underway. The sample is not available for return. (Expiry date: 11/2021).

Event description:
It was reported that after properly aligning the venous and arterial catheters in the common ulnar artery and vein the catheters allegedly failed to cut the tissue. It was further reported that the venous catheter was activated three times and the fistula was not created. Therefore, the catheters were removed without incident and the procedure was aborted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the first complaint for this lot number reported to date. Investigation summary: a sample evaluation could not be performed as the sample was not returned. However, an image review was performed as one images were provided for this file. The image showed: this is an intra-procedural image of the proximal forearm. The venous and arterial catheters are aligned. No vascular contrast is present. The distal ends of the catheters are not included on the image, so rotational alignment could not be identified. Distance between the catheters is 2 widths of the magnets in the catheter. Therefore, the investigation is confirmed for failure to align. This distance is considered too large for proper coaptation, per the IFU. The investigation is inconclusive for failure to cut due to the fact that no sample was returned. However, the root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2021), g4. H11: h6 (device codes, method, results, conclusions). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after properly aligning the venous and arterial catheters in the common ulnar artery and vein the catheters allegedly failed to cut the tissue. It was further reported that the venous catheter was activated three times and the fistula was not created. Therefore, the catheters were removed without incident and the procedure was aborted. There was no reported patient injury.